Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of scanner shows 80% once the unit is unplugged it abruptly shuts off was confirmed. The scanner was inspected and fully charged the unit randomly shuts down, the cause of the issue is due to internal battery failure. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number (B)(6) have been reported from same facility.

Event description:
Per biomed - the scanner shows 80% once the unit is unplugged it abruptly shuts off.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same facility.

Event description:
Per biomed - the scanner shows 80% once the unit is unplugged it abruptly shuts off.